Manufacturer narrative:
It was later reported that the day after implant the non-boston scientific defibrillation and left ventricular leads became dislodged. A revision was performed and at that time the port was also plugged. No adverse patient effects were reported. Information suggests this device remains in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that the atrial port of this cardiac resynchronization therapy defibrillator (crt-d) was not plugged prior to pocket closure. Technical services advised to correct and clean the port prior to plugging. It was discussed that there was no guarantee that nothing adverse would or would not happen with an open port.